Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. A technical service (ts) consultant reviewed the device analysis data, and confirmed a premature battery depletion. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. New information was received that this pacemaker device was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. A technical service (ts) consultant reviewed the device analysis data, and confirmed a premature battery depletion. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported.